Event description:
It was reported that post-op a lap gastric band procedure, the pt was experiencing vomiting. A swallow study/contrast under x-ray was done. The band was removed due to band slippage. The pt had one file of 5.5ml prior to band removal. The pt was discharged home the same day. The pt will possibly be getting another operation, a sleeve gastrectomy at a later date.

Manufacturer narrative:
Date sent: 11/2/2009. Device was not returned for evaluation.